Manufacturer narrative:
(B)(6).

Event description:
It was reported that the there was removal difficulty and the detachment of a device component. The totally occluded target lesion was located in the right popliteal to below the ankle (bta). From the popliteal to the bta, the total length was 40 cm with moderate lesion tortuosity. The vessel was severely calcified. Access was obtained using an ipsilateral antegrade approach from the right femoral artery. Dilation was performed with multiple devices and imaging was performed. A non-bsc stent was placed. A 7 x 80 x 130 eluvia self expanding stent was placed over the superficial femoral artery (sfa) by overlapping the previously placed non-bsc stent in the proximal. Post-dilatation was performed, but thrombus remained in the tp-trunk. To make a pocket for the thrombus, a 4.00 mm /1.5 cm /140 cm s-pcb flextome mr cutting balloon was used to dilate the tp-trunk. The cutting balloon was difficult to remove, it got caught on the non-bsc stent. The guide sheath was retracted and the proximal end of the eluvia stent was deformed. The eluvia device was repaired with a non-bsc device. The cutting balloon separated at the exit port, but this was not visible on ivus. The physician thinks the cutting balloon was stuck in the calcified lesion. The guide sheath was advanced and the physician tried to trap the separated cutting balloon shaft with a sterling 3 mm in the guide sheath. The separated shaft was outside the guide sheath. The balloon part of the cutting balloon was inverted inside the blocked part of the tp-trunk and it was in buried form. The separated portion of the cutting balloon shaft was pressed against the vessel wall as was the thrombus, with a stent. The monorail part of the separated cutting balloon remains floating in the previously placed non-bsc stent. A coronary stent was placed in the tp-trunk. Good flow was obtained and the procedure was completed. There were no patient complications.